Manufacturer narrative:
Concomitant device: olympus cystoscope - part and serial numbers unknown. (B)(4): damaged device. The customer was advised to contact the device manufacturer regarding this issue. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2010-00268 and 2084725-2010-00269.

Event description:
The customer reported that brand new olympus cystoscopes were damaged after processing in their two sterrad nx sterilizers. The damage was described as "bubbling up near the control body (angulations)." Only their cystoscopes were damaged. There was no damage to their other types of scopes. The customer thinks there was something wrong with the way the primer was applied to the cystoscopes that was causing the paint on the scopes to blister and that the sterrad nx sterilizer was not causing the issue. The cystoscopes were used on patients; however, there were no reports of human reactions or injury due to this issue. The customer indicated they are no longer experiencing this issue. The olympus cystoscopes are validated for use in the sterrad nx sterilizer. This is one of two complaints.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history, the service and complaint history, trending by product line and system serial number and the system hazard and user misuse analysis. The DHR (device history review) for the sterrad nx system (serial number (B)(4)) confirmed that the product met all specifications at the time of release. The service and complaint history for the sterrad nx did not reveal a trend for damage to customer device. Trending analysis for damage to customer device issues associated to the sterrad nx did not indicate a significant trend. (B)(4). There was no product returned for investigation. The root cause is unknown. The customer verified that the scopes each had a white mark on the control section, which indicates that the scopes are recommended for the sterrad nx. The customer felt the scopes came from a bad lot. The mdm (medical device manufacturer) gave the customer three new scopes of the same model number. The customer has had no further issues with bubbling.